Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a dexcom g7 and a recently placed consent/contact detach infusion set, with capillary blood glucose confirmed at 395 mg/dl after the pump had been paused for several hours and later resumed. Symptoms included elevated blood glucose. Outcomes included temporary interruption of insulin delivery with subsequent automated correction after resumption. Investigation included user interview, device use review, and glucose data review. Investigation of this case revealed that the pump had been paused for an extended period, which likely contributed to the high glucose, and glucose values stabilized after resuming delivery and allowing the system to correct. It was concluded that the event was consistent with hyperglycemia related to interrupted insulin delivery with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.